Event description:
It was reported to gems that the omega IV table top would violently jerk six to eight inches in the longitudinal direction during bolus chase or using power assist with the smart handle. There were no injuries. The system was repaired and returned to service.